Event description:
It was reported that patient experienced discomfort at ipg site. The ipg had flipped in the pocket by about 90 degrees from its original vertical position and became horizontal in the pocket. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was flipped back to it's original vertical position and sutured back into the same pocket on the right flank. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.